Event description:
During a follow-up, the device was interrogated and it was noted that there was a decrease in battery longevity due to a suspected overestimation of battery life by the programmer. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Additional information: the device was returned due to a diagnostic anomaly and was above eri when received. A longevity calculation was performed based on the programmed settings and usage data. The calculation revealed the battery depletion was normal. However, it was revealed that the longevity estimate given to the field by the programmer was incorrect. Testing was performed on the ICD and the ICD was revealed to be normal; telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench; no anomaly was detected. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.